Manufacturer narrative:
Device investigation: results: the handle shows no visible defects. The detachment handle was tested with the production test fixture. The handle was actuated five times. Trials 2 and 5 produced no result (fail) while trials 1, 3, and 4 resulted in the acceptable throw distance at the required force. Further actuation of the handle showed that it tended to reset itself after use somewhat slowly. The cause of the difficulty using the detachment handle noted in the complaint is intermittent friction between the body of the handle and the thumb actuated trigger. This friction is intermittent and the more quickly the trigger is released after actuation, the less likely it is to fail to reset after release. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician used a penumbra coil 400 detachment handle without success. He changed to a new handle and everything was fine.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.